Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned device identified that the outer packaging had been damaged, and there was debris inside the sterile pack. Device history record (DHR) was reviewed and no discrepancies were found. This product likely left zimmer biomet control non-conforming. The root cause for debris in sterile package is attributed to manufacturing deficiency and for damaged outer packaging is transit damage. A corrective action has been initiated to address the manufacturing deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Unique identifier (UDI) #: n/a.

Event description:
It was reported upon inspection of the received component, the outer packaging was damaged, and there was a hair-like debris in the sterile packaging. No patient involvement. Attempts have been made and no further information has been provided.